Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical error (open book image). Customer's blood glucose at time of incident was unknown. The reservoir was empty and needed to be replaced but there came a red cross on the display and the pump alarmed immediately. The customer pump kept alarming for over 1 hour. The customer was advised the pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with open book critical pump error after battery installation. The critical pump error was generated by pump error 53 per boot loader traces. The formatted history file has confirmed pump error and unable to determine the root cause per research and development. Unable to perform functional testing including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had minor scratched display window and case.